Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 09/19/2022, it was reported by a distributor via sems that a ar-6480 dw pumps screen is flickering on and off. This occurred during an unknown case, with no patient effect reported.